Event description:
The patient went into bradycardia and, the hospital reported the central station did not give a red alarm.

Manufacturer narrative:
Philips is in the process of obtaining more information concerning this event, and this complaint is still under investigation. A supplemental report will be submitted when the investigation is completed. Preliminary analysis supports that the device did not malfunction.